Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted, no signs of holes or cracks were detected. The bowl was run a couple of times using deionized water. During the runs there was no bowl lift, leaks or pump speed error messages noted. The reason for return was not confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that the customer experienced a problem with new autolog iq instrument. The wash kit was changed out in an attempt to address the hardware issue and this second wash kit began leaking from the bowl. The first wash kit did not have any issues. The wash kit was replaced to complete the procedure. There was no additional adverse patient effect associated with this event. The customer mentioned there was no patient injury or effect. The leak was mostly wash solution. No damage to the packaging was observed. Medtronic received additional information that the fluid was not moving in the correct direction or processing correctly. Service found that the valve was in the wrong position. The leak/spill occurred at the end of the case. No error messages appeared, but perfusionist could see that blood was not pulling down from reservoir when it should have been. It was stated that there was almost no blood loss, minimal amount because blood was not leaving collection reservoir. The spill was mainly wash saline which was pulling into the bowl at the wrong time because the valve was not working properly. A transfusion was not required as a result of this leak. There is no more additional information available regarding this case.